Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: no additional information could be obtained. The admitting diagnosis of the patient is unknown, however, there is no allegation that the hospitalization is related to a device malfunction or deficiency. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A hospital nurse called into fresenius technical support regarding an air detected in cassette alarm during drain 1 of 5 of treatment during a patient's peritoneal dialysis (pd) treatment. The warning occurred three times. The patient line was not primed all the way to the end. The nurse was unsure how to operate the liberty select cycler. The nurse was advised to contact the on-call peritoneal dialysis registered nurse (pdrn). Attempts to obtain additional information were unsuccessful. The admitting diagnosis of the patient is unknown, however, there is no allegation that the hospitalization is related to a device malfunction or deficiency.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.